Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2019. (B)(4) submitted for adverse event which occurred on (B)(6) 2020.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2019 during which the surgeon noted the mesh was exposed and he removed the exposed portion as the remainder of the mesh could not be excised or removed. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted he discovered and took down the adhesions between the small bowel and peritoneum. The surgeon then found infected mesh cavity, which was debrided and removed. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, constipation, inflammation, distended abdomen, swelling, pain and suffering. No additional information was provided.